Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage. There were no other suspicious faults or resets stored within device memory. This crt-d remains was explanted and replaced due to advisory or recall. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.